Manufacturer narrative:
The device was returned to olympus for evaluation and a reportable malfunction was found. The device evaluation found that the patient set board was defective and caused the device to have a noisy/no image. Additional evaluation findings were as follows: a bad video socket connecter had a defective locker where it failed to secure the scope video cable due to wear in the locker. The software version was outdated 3.01, and it was recommend to upgrade to 4.10 version. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
On behalf of the customer an olympus support specialist reported to olympus, that the evis exera iii video system center had an unknown issue that was found during preparation for use. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.